Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardians reported that the patient experienced a progression of infected site (leg) swelling prompting them to contact a nurse at (B)(6) hospital on (B)(6), 2026, who advised them to remove the pod to avoid the infection from getting worse. The site was reported to appear red, swollen and irritated. Later that evening the infection site swelling progressed prompting them to go to a&e unit at (B)(6) hospital. At the hospital, the infection diagnosis was confirmed, and although intravenous therapy was considered, the patient opted to continue with the previously prescribed oral antibiotics. The hospital consultation lasted approximately one hour and 45 minutes, with no additional diagnoses or prescriptions reported. A new pod was activated and placed on the patient's abdomen without reaction. It was also reported that the infected site was improving with the prescribed antibiotics. The patient previously sought medical attention and received diagnosis reported in emea-02839380/(B)(4).